Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (lad). A 2.00 mm x 12 mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation, at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.